Manufacturer narrative:
(B)(4). Final analysis confirmed the battery was depleted. The cause of the depletion could be determined. (B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. Different programmers were used with no success. The device was explanted. The patient condition was fine post procedure.